Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. There was no motor error alarm noted. The motor passed motor test. The pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test and displacement test. The occlusion test and no delivery test were unable to be performed due to prime anomaly. The pump had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with motor error alarm. The customer's blood glucose level was reported to be 142.2mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.